Event description:
Information received, indicates the left foot siderail will not latch into the up position.

Manufacturer narrative:
The technician found foreign material contamination in the latch. The technician disassembled, cleaned and reassembled the siderail latch assembly to repair the bed.